Manufacturer narrative:
All available information was investigated and the reported sgc leak/splash (loss of fluid column) was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis, a cause for the reported leak/splash (loss of fluid column during procedure) could not be determined. A cause for the reported air embolism, bradycardia, and hypotension could not be determined. Air embolism, bradycardia, and hypotension are known possible complication associated with mitraclip procedures. Medication required and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. All device were prepared according to the instructions for use (IFU). The guide was advanced into the left atrium and when the clip was inserted under the chamber, the water level in guide dropped. Physicians aspirated the guide, and repeated the attempt, and the water level in guide dropped again. The patient became bradycardic and hypotensive. Administration of medication and cancellation of the procedure was deemed appropriate. Air was suspected in the right coronary artery. After extubation all neurological test were fine and the patient recovered quickly.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. All device were prepared according to the instructions for use (IFU). The guide was advanced into the left atrium and when the clip was inserted under the chamber, the water level in guide dropped. Physicians aspirated the guide, and repeated the attempt, and the water level in guide dropped again. The patient became bradycardic and hypotensive. Administration of medication and cancellation of the procedure was deemed appropriate. Air was suspected in the right coronary artery. After extubation all neurological test were fine and the patient recovered quickly.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.